Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that insulin pump had batteries last less than 6 days, insulin pump has rejected new batteries, quite a few scratches crack in the insulin pump¿s casing, buttons harder to press, sometimes gets rewind errors. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.